Manufacturer narrative:
Please note that the gender of the patient is unknown. The device is available to be returned for analysis, however it has not yet been received. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt.

Event description:
As reported, once at the lesion, a 5x200mm smartflex stent was deployed to be released. After about 1 cm, the covering sheath disconnected from the stent delivery system. No patient adverse events have been reported.

Manufacturer narrative:
Additional information: there was no deployment of the stent at the lesion, and there were no additional interventions. It was also reported that another stent was not implanted. The intended procedure was recanalization of the left superficial femoral artery. The lesion was moderately calcified and was not tortuous. After balloon pre-dilation, there was no stenosis rate. The lesion was also not angulated or located along a bifurcation. There were no damages or anomalies noted to the device prior to removal from the packaging, and there was no damages or anomalies noted to the packaging prior to opening. The product was stored, inspected, handled, and prepped according to the instructions for use. There was no difficulty experienced as the device was removed from the packaging, and the stent remained constrained within the outer sheath after removal. The access site was located in the femoral artery with a contralateral access. There was no difficulty encountered while advancing/tracking the stent delivery system (sds) to and across the lesion. The sds did not pass through any acute bends or have to pass through a previously placed stent. There was no thrombus present proximal to, at, or distal to the lesion. The user maintained a fixed inner shaft position during deployment attempt and the hemostasis valve was opened prior to deployment. There was no unusual force used at any time during the procedure, and there was no excessive torquing required during advancement. However, there was difficulty removing the device from the patient. It was removed from the patient with friction against the artery wall. Based on the additional information reported, (B)(4). Complaint conclusion: once at the lesion, a 5x200mm smartflex stent was deployed to be released. After about 1 cm, the covering sheath disconnected from the stent delivery system. No patient adverse events have been reported. There was no deployment of the stent at the lesion, and there were no additional interventions. It was also reported that another stent was not implanted. The intended procedure was recanalization of the left superficial femoral artery. The lesion was moderately calcified and was not tortuous. After balloon pre-dilation, there was no stenosis rate. The lesion was also not angulated or located along a bifurcation. There were no damages or anomalies noted to the device prior to removal from the packaging, and there was no damages or anomalies noted to the packaging prior to opening. The product was stored, inspected, handled, and prepped according to the instructions for use. There was no difficulty experienced as the device was removed from the packaging, and the stent remained constrained within the outer sheath after removal. The access site was located in the femoral artery with a contralateral access. There was no difficulty encountered while advancing/tracking the stent delivery system (sds) to and across the lesion. The sds did not pass through any acute bends or have to pass through a previously placed stent. There was no thrombus present proximal to, at, or distal to the lesion. The user maintained a fixed inner shaft position during deployment attempt and the hemostasis valve was opened prior to deployment. There was no unusual force used at any time during the procedure, and there was no excessive torquing required during advancement. However, there was difficulty removing the device from the patient. It was removed from the patient with friction against the artery wall. The product was not returned for analysis. A device history record (DHR) review of lot 35965 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds) deployment difficulty-partial deployment (peripheral)¿, ¿outer sheath separated-in patient¿ and ¿stent delivery system (sds) withdrawal difficulty-from vessel (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of moderate calcification may have contributed to the reported event. According to the instructions for use ¿do not use if the system appears to be damaged. Do not use if the outer sheath of the device cannot be flushed. If resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent.¿ a risk assessment has been opened to further investigate this issue.